Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient underwent a revision due to pain.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2018-00161.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-06786 and 0001822565-2017-06787.

Event description:
It was reported that the patient underwent a revision due to pain, rash and possible allergic reaction. During the procedure, the surgeon noted that the patella peg had fractured and that an unspecified component was noted to have loosening. However, the surgeon opted to leave the unspecified component that was loose in vivo. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.